Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility to obtain additional information regarding the alleged "unit stopped functioning during a case"; partial additional information was provided. A lumenis service engineer visited the site three (3) days after the reported event and examined the device. The user facility reported about an "intermittent shutdown" and the engineer was unable to duplicate any errors under normal operation. The engineer verified alignment, performed power check. All power within specifications. The device was found to have met lumenis specifications and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 22-may-2007 and installed at the customer's site on 7-jun-2007. A review of system risk files found the risk of system failure (1007143_b - risk # 2.13) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case the patient was awakened from anesthesia, the procedure was cancelled and rescheduled though from the service engineer findings it looks like the user facility could have restarted the system and continue with the operation. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Since the service engineer was unable to duplicate the alleged malfunction, the root cause of the failure could not be established. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a cysto right retrograde procedure with right stent placement on a 26-wk pregnant female, in which a lumenis versapulse powersuite 100 w laser was being utilized, the system displayed error message and stopped working. Unable to complete the procedure, the patient was awakened from general anesthesia and rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.